Event description:
(B) (4). Same case as 2134265-2009-05054. It was reported that post a coronary artery stenting treatment procedure, the patient died. Target lesion 1 was located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and lesion length was 20mm. Pre-procedure stenosis was 100% and post-procedure was 15% residual stenosis. Direct stenting was not attempted. A 3.5x24 liberte stent was implanted. Target lesion 2 was located in the rca. The reference vessel diameter was 4mm and the lesion length was 10mm. Pre-procedure stenosis was 60% and post-procedure was 0% residual stenosis. Direct stenting was not attempted. A 4x12mm liberte was implanted. The procedure was a technical success. The same day the patient was discharged without anginal complaints or silent ischemia and was prescribed heparin and class iib, iiia inhibitor agents. The next day the patient died, cause of death documented as cardiac, other. No additional information provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product not available for analysis.